Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) visited the customer to address the reported event. During the evaluated, fse checked for leaks and checked sampling. They found that the dilution well was not filling with wash or showing a burgundy color. The wash syringe did not have any wash within it and the wash tubing was not properly placed below the surface of the wash but was several inches mid air pulling air instead of the wash. The fse adjusted the wash tubing, primed, and performed a drain flush. They also reset the sampler several times. Then the fse was able to run samples without any errors. They ran precision, calibrators, and controls with acceptable results. The g8 instrument was operational in accordance with manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-mar-2018 through aware date 27-apr-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to wash tubing not being placed in the wash solution allowing for it to pull air.

Event description:
On (B)(6) 2018, a customer reported getting low total areas on both patient samples and quality control (qc) material with the g8 instrument. The customer tried replacing the sample needle but the low total areas persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.